Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Device not yet received by manufacturer for evaluation.

Event description:
It was reported that the irrigation only tip was being used in a procedure when the shaft came detached from the main body of the device and became lodged in the femoral canal. The tip was removed with rongeur forceps and the procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Event description:
It was reported that the irrigation only tip was being used in a procedure when the shaft came detached from the main body of the device and became lodged in the femoral canal. The tip was removed with rongeur forceps and the procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
The device was evaluated and the reported event was confirmed, the device was scrapped at the manufacturer.